Event description:
Pt arrived to room following open heart surgery. The temporary pacemaker cut off automatically. Manually restarted by rn. Pacemaker was in ddi mode at 50. Within 2 1/2 - 3 hours the pacemaker cut off again. Pacemaker was immediately changed. No apparent injury to pt.